Event description:
It was reported that during a vats procedure, after the second or third firing across the pulmonary vessel, the surgeon stated the staples fired incompletely on both sides. Controlled bleeding and converted to thoracotomy. The pt needed multiple blood transfusions throughout the procedure.

Manufacturer narrative:
.